Event description:
It was reported the patient experienced left leg pain post-operatively (reference MFR. Report: 1627487-2014-24387) and was unable to move her leg. Subsequently, the patient was taken back to surgery where the physician repositioned the lead to address the issue. Follow-up identified the patient's leg pain has resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.